Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 component code).

Manufacturer narrative:
Due to character limit:e1(event site name) (B)(6) medical center,(event site city) (B)(6). An arterial pressure trigger is used to synchronize pump inflation and deflation based on the systolic upstroke of the arterial pressure waveform, with signals obtained from a fiber optic iab, a direct arterial pressure transducer, or an external bedside monitor. A significant difference was noted between the arterial pressure displayed on the monitor and the cardiosave balloon tip pressure, but testing of the optical sensor module and related components confirmed that no malfunction was found on the device. At the time of the event, the patient was in stable condition and iabp therapy was already planned for completion, so the reported iab catheter was safely removed without further issues.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had difference between the arterial pressure display on the monitor and the balloon tip pressure.there was no reported harm or injury.